Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's since beginning pump therapy. Customer delivered boluses and injections to stabilize bg levels. Reportedly cartridge uses humalog and is changed every 3 days. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.